Event description:
Per patient's (pt's) home health nurse, the patient (pt) needs a replacement for their hydration pump because the pump was alerting "low motor pressure" and "motor stalling" error. The device serial number was not provided. Nurse did not report the pt experiencing any adverse events or missed doses due to the device issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 310 ml 0.9% sodium chloride. No additional details, dates, or information provided. Common variable immunodeficiency.